Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side rupture. (B)(4).

Event description:
It was reported that a patient with unknown age and gender underwent revision breast augmentation with a 375 cc mentor memorygel breast implant and was presented with right side breast implant rupture. Patient wanted a mastopexy and to change her implant size, and when the surgeon opened the right breast, the implant was completely ruptured. Both implants were replaced with similar mentor prosthesis on (B)(6) 2019.